Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 180-325 mg/dl. Reportedly, a supply change was performed to resolve the occlusion.